Event description:
The following has been reported: biomed reported: "no patient harm with this complaint. IV pump from has given the staff an error. The staff said the pump said, "service now." Staff stated that they restarted the pump, and the error continued. The error is no longer present when powering the device. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a

Event description:
The device was returned for mechanical hardware failure (av sticky valve). All three fva pins had a significant amount of drag. The device was attached to a bracket and powered on, no alarms or errors were observed. A cassette was loaded on to the device and an infusion was started. During the infusion, a tubing set misloaded error was observed. A different tubing set was tested on the device and the same error was observed. The device was opened to clean the fva assembly. The fva pins and their channels were cleaned using alcohol. The fva lip seals were replaced during investigation. The device was run through a mock infusion and no errors occurred.